Manufacturer narrative:
This case is being reported out of an abundance of caution. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
The patient underwent a right transcarotid artery revascularization, without issue. However, the patient complained of an issue with her left wrist post-procedure. The physician confirmed that the patient had an isolated stroke that involved only her left wrist and hand. The patient was discharged 2 days post-op, and the hand/wrist issue resolved to a hand function that was 4 out of 5. A post-op MRI indicated evidence of small acute ischemic insult in the right parietal lobe and right occipital lobe with a tiny area in the medial left frontal lobe.